Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolutpro+ 26 valve, paravalvular leak (pvl) occurred after the first valve release, accompanied by a drop in blood pressure and hemodynamic instability. The valve was recaptured and a new implantation was performed at a higher position, but the patient remained unstable with significant worsening of ventricular function, followed by cardiac arrest. Suspecting a thrombus at the ostium of the left coronary artery and the possibility of coronary occlusion, the team recaptured the valve and initiated cardiac resuscitation maneuvers, including angioplasty. During resuscitation, the prosthesis was advanced to the aortic annulus plane and released under angiographic guidance. An intra-aortic balloon pump (iabp) was installed in the femoral artery with drug support. The patient regained spontaneous circulation after 60 minutes of resuscitation. Aortography showed a well-expanded prosthesis, patent coronaries, and no pvl. Shortly after, the patient became unstable again, experienced a second cardiac arrest, and died after approximately 16 more minutes of resuscitation. Additional information was received that left femoral access was used for the procedure with a non-medtronic (perclose prostyle) closure device and a 14fr medtronic (sentrant) introducer. Pre-dilation was performed with a 20x40 mm non-medtronic (cristal) balloon under rapid pacing (180 bpm) from the guidewire positioned in the left ventricle (lv). Heparin was administered during the procedure (7500 iu) and activated clotting time (act) levels were monitored every 60 minutes (first measurement was 393 seconds, second measurement after one hour was approximately 270 seconds). After removal of the introducer and angiography-guided release of the valve, complete atrioventricular block (av block) developed, followed by significant hemodynamic instability with a drop in blood pressure. The valve was retracted and released in a slightly higher position. The patient remained hemodynamically unstable with significant worsening of ventricular function, leading to cardiac arrest in pulseless electrical activity (pea). Due to the possibility of coronary ostium occlusion, the valve was recaptured under cardiopulmonary resuscitation (CPR) maneuvers, and angiography was performed. The left main coronary artery ostium was open, and there were no signs of atheromatosis. Thrombosis was suspected due to low flow in the left anterior descending (lad) coronary artery. There was no evidence of thrombus on the bioprosthetic valve, but there it was suspected there was migration of thrombus/calcium during the pre-implant dilation, which may have located in the coronary artery. The thrombus was noted during the second release at the stage where the valve is 80% open and the act level at that time was 393 seconds. Angioplasty was performed from the distal to the proximal segment of the lad with a 30 x 20 mm medtronic (euphora) balloon catheter (maximum pressure 8 atm). Under CPR, the prosthesis was progressed again and released. The implant depth was 6 mm at the non-coronary cusp (ncc) and 5 mm at the left coronary cusp (lcc). The severity of pvl during implant was mild. The mean gradient after the valve was implanted was 4mmhg. Mechanical circulatory support with placement of an iabp and temporary pacemaker wire, and inotropic support were initiated (dobutamine, adrenaline and noradrenaline). After spontaneous circulation returned and aortography was performed, the delivery catheter system (dcs) was removed, and hemostasis of the left femoral artery was performed with the previously implanted non-medtronic closure device. The patient again presented hemodynamic instability despite mechanical circulatory and inotropic support, leading to a new cardiac arrest in pea. CPR was initiated again; however, the patient was refractory to the measures and passed away. The procedure lasted 3 hours. Per the physician, the cause of death was cardiogenic shock, congestive heart failure (chf) and aortic stenosis. The physician excluded the valve and dcs as a contributing cause to the death but reported that the patient's underlying medical history was a contributing factor. Patient anatomical factors that contributed to the event were a stenotic native annulus and 1.800 calcium score.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutpro+ delivery catheter system (dcs), product ID: d-evprop23-29, lot: 0012873639, use by date: 2027-06-17, UDI: (B)(4). Updated: a1, a4, b5, h6, h11. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: unable to analyze computed tomography (CT) imaging provided due to limited field-of-view cutting off aortic valve. Case report provided from 11/25/2025. The aortic valve is tri-leaflet with mild calcification noted. All chest measurements were obtained from the 30% cardiac phase. The annulus perimeter measures 70.6 mm, corresponding to a perimeter-derived diameter of 22.5 mm, which supports the use of a 26 mm valve as reported. The mean sinus of valsalva (sov) diameter measures 27.0 mm and is within the recommended range; right coronary cusp (rcc) and non-coronary cusp (ncc) diameters are less than 27 mm, but larger sov diameters may be observed in diastole. All sinus and coronary heights are within the recommended range. The aortic root angulation is 53°. The right femoral artery (rfa) bifurcates at the mid-femoral head. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolutpro+ 26 valve, paravalvular leak (pvl) occurred after the first valve release, accompanied by a drop in blood pressure and hemodynamic instability. The valve was recaptured and a new implantation was performed at a higher position, but the patient remained unstable with significant worsening of ventricular function, followed by cardiac arrest. Suspecting a thrombus at the ostium of the left coronary artery and the possibility of coronary occlusion, the team recaptured the valve and initiated cardiac resuscitation maneuvers, including angioplasty. During resuscitation, the prosthesis was advanced to the aortic annulus plane and released under angiographic guidance. An intra-aortic balloon was installed in the femoral artery with drug support. The patient regained spontaneous circulation after 60 minutes of resuscitation. Aortography showed a well-expanded prosthesis, patent coronaries, and no paravalvular leak. Shortly after, the patient became unstable again, experienced a second cardiac arrest, and died after approximately 16 more minutes of resuscitation.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.